Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: life essure free since oct. Concerning the injuries reported in this case, the following ones were described in patient's social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair is filing back"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown. The reporter considered alopecia and medical device removal to be related to essure. The reporter commented: life essure free since oct. Concerning the injuries reported in this case, the following ones were described in patient's social media: medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 2 and 3 processed together. Social media received- new event hair is filing was added. On 2-dec-2019: fu 2 and 3 processed together. Social media received- no new event information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: life essure free since oct. Concerning the injuries reported in this case, the following ones were described in patient's social media: medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair is filing back") and scar ("lots of scar tissue outside of tubes"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, alopecia and scar outcome was unknown. The reporter considered alopecia, medical device removal and scar to be related to essure. The reporter commented: life essure free since (B)(6). Concerning the injuries reported in this case, the following ones were described in patient's social media: medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: reporter and patient demographics were added. Added event lots of scar tissue outside of tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair is filing back"), scar ("lots of scar tissue outside of tubes"), vomiting ("vomiting"), diarrhoea ("diarrhea"), colitis ("collitis") and pain ("my body still hurts"). The patient was treated with surgery (hysto.). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, alopecia, scar, vomiting, diarrhoea, colitis and pain outcome was unknown. The reporter considered alopecia, colitis, diarrhoea, medical device removal, pain, scar and vomiting to be related to essure. The reporter commented: life essure free since oct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: vomiting, colitis, diarrhea, body hurts.reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.